Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: item with printed barcode of the 24 x 0.56 catheter, but the package description says 24 x 0.75 catheter.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38101214 and lot number 3088114. The review found that during batch testing for ¿barcode reading,¿ the printed paper was erroneously approved as the inspection plan was parameterized only to recognize the function of the barcode reader without confirming the information checked. A corrective and preventive action plan has been initiated to address this issue and prevent any future occurrences. Any affected packaging paper in stock has been blocked and a hold was placed on any packages involved.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the label information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: item with printed barcode of the 24 x 0.56 catheter, but the package description says 24 x 0.75 catheter.